Event description:
It was reported that this patient presented to the emergency department after receiving several bursts of inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks. Device data review confirmed that the patient experienced atrial fibrillation with rapid ventricular conduction, resulting in the inappropriate therapy. The physician elected to continue with close remote follow-ups and reassess if the programmed discriminator setting needs to switch to rhythm ID, as clinically appropriate for this patient. At this time, the device remains implanted and no additional adverse patient effects were reported.